Manufacturer narrative:
The needle was found bent during injection, causing pain. The needle was replaced and the next injection was completed without issues. Batch records reviewed showed no anomalies during production including review of quality controls in-line. Retained samples from the batch was visually inspected and no issues were found.. The samples were also tested for pentration force and found to meet specifications. No device problem could be found.

Event description:
During injection insulin into body, the patient felt pain and found it hard to deliver the insulin. After the injection, and the needle was removed from the body, the needle was found bent. The needle was replaced and another needle was used to complete the insulin injection. No issues were found during the 2nd injection.